Event description:
It was reported that during initial implant surgery the patient experienced asystole when system diagnostics were performed once the generator was placed in the subcutaneous pocket. The surgeon programmed the generator to 0.25ma and 14 seconds on and the asystole occurred again. The generator was programmed to 7 seconds on and the asystole occurred again. It was reported that the asystole occurred on with device stimulation. Approximately 5-7 minutes later the generator on time was increase and the asystole did not occur. The output current was increased gradually from 0.25ma to 0.5ma to 0.75ma to 1.0ma and each time the asystole did not occur. The patient was closed up and the surgery was completed. Further follow-up revealed that the patient did not experience asystole but rather a respiratory pause. The neurologist indicated that information from the surgeon and operative notes indicated that the event was a respiratory pause and that no arrhythmia had occurred. The operative notes indicate that during system diagnostics the patient¿s heart rate remained stable, but there was a respiratory pause that lasted approximately 15 seconds. The device was then tested at an output current of 0.25ma for 7 seconds which again resulted in a second respiratory pause of shorter duration than the previous. After approximately 5-10 minutes the device was tested again at 0.25ma for 14 seconds which did not result in a heart rate change or respiratory pause. The device was tested again at different settings as initially reported with no adverse reaction. The system diagnostics were all within normal limits. The patient was monitored in the pacu for postoperative stabilization. The patient was kept hospitalized an additional day for urinary retention and difficulty swallowing post-op both of which resolved within 24 hours. The operative notes indicated that the patient tolerated the surgery well.